Manufacturer narrative:
The customer¿s report that spike broke off into the bag was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Further visual inspection observed that the drip chamber spike was broken and separated from the set. Closer inspection of the break site under magnification did not see any evidence of tool marks or scratch marks. No other anomalies were observed on the drip chamber¿s spike or throughout the set. Functional testing was not performed due to the drip chamber spike break. It was concluded that an excessive external lateral/leverage force was applied to the spike, thus causing it to break. This is evidenced by some ductile fracture characteristics. The root cause of the excessive force was not definitively determined.

Event description:
It was reported that the tip of the spike broke off into the bag, during medication administration. Although requested, no information regarding patient harm was received.

Manufacturer narrative:
Although requested, demographics were not received. Concomitant medical products: 50ml pfizer galaxy bag ndc 0206-8861-01, exp 8/25, zosyn 3.375g (piperacillin and tazobactam injection), therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that spike broke off into the bag during medication administration. Although requested, no information regarding patient harm was received.